Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unable to communicate with the meter. The customer's blood glucose reading was 527 mg/dl at the time of incident. Troubleshooting found that the battery needed to be replaced in the pump and then communicated fine with the meter after this was done. Customer declined high blood glucose troubleshooting. No further details provided.